Manufacturer narrative:
During evaluation of the device, the manufacturer received additional information the device also failed a test step related to a failure of the oxygen blending module. The oxygen blending module was replaced to address the issue. The oxygen blending module was returned to the quality assurance laboratory for further investigation. The root cause of they oxygen blending module failing was due to a faulty oxygen sensor u19. The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a program corruption of the u3 flash.

Manufacturer narrative:
The manufacturer previously reported a failure of the device to power on. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and system board were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.